Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned one device for evaluation. It could not be determined which associated occurrence the device was associated with; therefore, the evaluation of the device will be used for both related medwatches. The following MFR were submitted related to the evaluation: 3012307300-2017-00602 and 3012307300-2017-00603. One bivona® customized tracheostomy tube was returned for investigation. Visual inspection of the returned device found that one neckflange eyelet was torn completely and the other had abrasions on the inside of the eyelet. Investigation was unable to determine the root cause of the observed neckflange eyelet damage; however, investigation did not reveal an intrinsic manufacturing issue.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom tracheostomy tube "neck circle piece" broke on the right side at the tracheostomy tube ties. The tube broke when the nurse attempted to insert the tracheostomy tube in the stoma. The tube was replaced to address the issue. No patient injury was reported. See MFR: 3012307300-2017-00603.